Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distance. The lens was explanted and replaced with non company lens in a secondary procedure. After the replacement, the patient's visual acuity was good and satisfactory. Visual acuity improved after the iol exchange.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).